Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the tip of a polarstem modular head broke, it is unknown if any pieces fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information added: (component code). Corrected data: (medical device problem code, health effect - impact code, health effect - clinical code).

Event description:
It was reported that, during a thr surgery, the tip of a polarstem modular head broke, it is unknown if any pieces fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: it was reported that during a total hip arthroplasty, a polarstem modular head for 21000662 was broken. Surgery was finished with a s&n backup device, without any surgical delay. The polarstem modular head (750023711), used in treatment, was received for investigation. The reported failure mode can be confirmed. A small piece chipped off from the distal rim of the device. The relationship between the reported event and the device can be confirmed. The production documents could be reviewed. There are no indications that the part failed to match specification at the time of manufacturing. A complaint history review was performed. The complaint is in line with the current risk management of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
(B)(4).